Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope experienced tissue blocked (foreign material) the forceps channel during reprocessing. There were no reports of patient /involvement.

Manufacturer narrative:
Updated fields: b5, d5, d8, h2, h3, h6 & h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: crystallization on c-cover. Based on the results of the investigation, the root cause of the foreign material remaining in the device could not be conclusively specified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.